Event description:
It was reported the physician placed a lead during a permanent procedure on (B)(6) 2014. Diagnostics revealed an invalid impedance on one contact. The lead was repositioned to no avail. The lead was removed and a new lead was used to complete the case. The pt reported receiving effective stimulation therapy post operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.